Event description:
The facility reports the pt was being taken from the hub. While in the tub position the pt slipped forward under the belt and fell to the floor. The pt suffered a cut to the left eye and complained of left hip and left leg pain. It was reported the pt passed away two days later.